Event description:
The customer reported her blood glucose reached 344 mg/dl less than 5 hours after the pod was activated. She stated that during the activation process she did not feel the needle inserting the cannula into her skin and that there was a delay in the cannula insertion process.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (late deployment) or to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.